Event description:
After 3 years of cochlear implant use, this pt reported experiencing intermittencies with his device. Stimulation reportedly could be started and stopped by tapping on the implant site. Two integrity tests were consistent with normal device function. As the pt reported decreased performance and several electrodes could not be programmed, the device was explanted. Explantation/reimplantation surgery occurred in 2005. The device was analyzed and the results of the analysis indicate a product problem.